Event description:
During an atrial flutter procedure, the patient became bradycardic, went into cardiac arrest, and expired. The procedure began by positioning the inquiry catheter in the coronary sinus and using a non-abbott intracardiac echo probe to map the right atrium. The map and geometry were collected with a non-abbott circular catheter. The typical atrial flutter ablation was performed with a non-abbott 8mm rf ablation catheter. After mapping and ablation in the right atrium were completed, the non-abbott circular catheter was moved to the left atrium via transseptal puncture using swartz and agilis sheaths and a brk needle. Geometry of the left atrium and a voltage map were collected and showed an electrical signal in the pulmonary veins. Isolation of the pulmonary veins began with a non-abbott (farapulse, boston scientific) catheter and non-abbott (boston scientific) equipment and technical support. Immediately after ablation of the pulmonary veins, a new map of the left atrium was collected using the non-abbott circular catheter to check whether the veins were isolated. At that moment, after the geometry collection began on the posterior wall of the left atrium, the patient became bradycardic and went into cardiac arrest. The team performed resuscitation maneuvers, but after a period of attempts, the patient died.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac arrest and death could not be conclusively determined.